Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the patient experienced pain during an MRI scan in (B)(6) 2023. As such, the patient was taken out of the MRI room and sent to the ER. Reportedly, the system was sent into MRI mode prior to the scan.

Manufacturer narrative:
Date of event is estimated.